Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to remove the o-ring and reload the cartridge, customer declined further assistance from technical support.